Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that 3 weeks prior to the report, their recharger stayed on the ¿charge sufficient¿ screen for 2 days before changing. They stated that they waited for 2 days until they were able to see coupling bars to recharge. They then noted that 4 days ago, their recharger screen went back to the ¿charge sufficient¿ screen, and will not change. The patient indicated that they cannot get anything else to come up on their recharger screen, except for ¿charge sufficient.¿ they mentioned that the screen has been that way for 5 days now. The patient also noted that the recharger screen shows that the implant is off. They stated that they did not know why it showed the implant was off, because the implant was on before. The patient confirmed that their recharger battery is ¾ full. They stated that they recharge their implant every evening, and have the device on all the time because they always recharge. Patient services reviewed that if the implant battery is off, the implant battery will not deplete as fast as if implant battery was on, and if the implant is being charged every evening even if it has not depleted, it's likely that implant is already fully charged, hence the charge sufficient screen the patient is seeing on recharger screen. The patient confirmed that their programmer also showed that the implant battery was off. The patient then turned the implant battery on with the programmer, and noted that they were on group a at 4.4v. They noted that the recharger battery has been ¾ full for the last 5 days, and has never moved. Patient services reviewed that the recharger battery level is different from the implantable neurostimulator (ins) battery level. It was also reviewed that based on the troubleshooting, it appears that the recharged, and programmer seemed to be working as designed. No further complications or patient symptoms were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer was received on (B)(6) 2018 reporting that the circumstances leading to the issue was not known. No further complications were reported.